Event description:
The consumer reported that the patient had an MRI and within 24 hours stimulation became too painful and the patient had to turn the device off. It was fine prior to the MRI. No surgical intervention occurred. The patient met with the manufacturing representative and got the system working well. The impedances were normal and no issues were found. Further clarification and teaching was done about the usage of stimulation. Relevant medical history included: non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.